Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console presented failure in xenon lamp. The failure occurred at the mid of a phaco-vitrectomy surgery. The console presented a system message. The surgery was completed successfully using the same console. There was no patient impact since the light module was not in contact with the patient.

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.10. The company representative replicated the table-top illuminator and lamp was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. There was no problem found related to the reported ¿system messages (sm)¿. The root cause was determined as inconclusive. The root cause of the reported ¿lamp module failure¿ is attributed to table top the illuminator. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).